Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 11/22/2022. An investigation was conducted on 12/01/2022. A visual & photo inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. The heater wire was observed to be intact with no visual defects observed. The black sheath closest to the base of the jaws was observed to be peeled away, exposing the inner portion of the base of the jaws. The shaft tip was also observed to be slightly bent. There were no other visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; jaw/delaminated" was not confirmed however the analyzed failures "peeled; shaft" and "material twisted/ bent shaft" were observed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000249229 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 with damage to the jaws. Black insulated shaft peeled and delaminated. It happened during a radial harvest. They mentioned that the patient had thick fascia. No patient injury reported.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.